Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had a drawer failure. The technical support specialist checked with user and confirmed that there is no failed hardware report for the ed station. Dila into the station and confirmed that failed hardware icon is not appearing on station screen. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the ed-zone1 drawer 1 fails to open on its own, needing back panel keys to open. Unable to recover storage space. There were no adverse events or injuries reported based on this event.